Event description:
The pt experienced a loss of therapeutic effect. The pt was seen in clinic. There was a build up of fluid in the pump pocket. The hcp had difficulty accessing the reservoir port of the implanted pump. It was unclear if the fluid was a seroma or cerebrospinal fluid. The hcp planned to send a sample of the fluid for analysis. A catheter fracture was seen at the pump connector site via x-ray. The pt experienced cerebrospinal fluid leak associated with the fracture. The catheter has been or will be revised. The hcp reported the pt outcome as "no injury".

Manufacturer narrative:
(B) (4).